Event description:
The contact stated that the customer had received low blood glucose readings. One reading she received was 8.2. It was verified during troubleshooting that the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events as a result of the mmol/l readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.